Event description:
It was reported that the patient experienced decreased heart rate during swimming in the pool. Follow-up with the clinic indicated the patient's implantable pulse generator (ipg) was reprogrammed. The device remains in use. <(><<)>end>

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).